Event description:
Physician was going up and over to the contralateral limb, lysing a clot. When the physician attempted to remove the device, the hub separated from the sheath. Further attempt to remove the separated device noted that the coil within the blue material was unraveling. Device was removed intact.